Event description:
It was reported that malfunction occurred with product, but no specific details about issue were provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up or to provide additional information, and technical support planned to use report date as event date and close case without further action.